Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, their receiver displayed an error message for transmitter failure. There was no report of injury or medical intervention. No additional patient or event information is available. The complaint states the patient experienced a receiver error message for transmitter failure. Data was returned and evaluated. The reported event of receiver error message for transmitter failure was not confirmed via data. A root cause could not be determined. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A pairing test was performed and the test passed. The transmitter log was downloaded during the pairing test. The reported event of transmitter failed error was not confirmed. A root cause could not be determined.